Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are "moving my bowels" and stated they don't know they are going. Pt stated when they realize they are going they can barely make it to the bathroom. Pt provided event date as "I don't know like 3 weeks ago". Pt denied any recent trauma or falls. Agent did not ask about the circumstances that led to the reported issue. Documented information provided and focused on pt's reason for call (assistance activating MRI mode- see related case) they need an MRI due to unrelated back problems (confirmed unrelated to device/therapy). Callers reported getting device not responding when trying to connect with their ins since yesterday. Walked pt with nurse (secondary caller) through trying to connect with pt's ins to put ins into MRI mode and callers continued getting device not responding. Pt stated they thought their ins was located on their r ight side. Reviewed implant location that registration shows located on left side. Callers stated pt has two scars one on both left and right side. Callers stated they could feel pt's implant on right side, but tried positioning communicator there and was getting device not responding. Pt stated they could feel like nurse was pressing on something when pressing on scar on pt's right side and nurse stated they could feel implant in this location. Callers later stated pt feels something on both sides, but was getting device not responding when trying to connect with pt's ins on both left and right sides and tried repositioning around both scars. Callers stated this is what was happening when pt was trying to get MRI yesterday that they couldn't find the device. Pt stated they have been able to activate MRI mode before. Secondary caller: nurse at community medical center, cassy. Provided nas phone number to nurse and warm transferred nurse to nas to request rep per nurse's request. Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. See above. The patient's relevant medical history included pt mentioned that it hurt on the call when moving side to side for nurse to try to locate ins and when pt was positioning communicator.  No further complications were reported/anticipated at this time. Additional information was received from the patient. The patient reported getting device not responding. Pt confirmed communicator was positioned directly on their ins. Pt stated their ins is so deep. Pt tried applying comfortable pressure with communicator on ins but pt continued getting device not responding. Pt stated they were not able to continue with troubleshooting on the call and requested assistance with troubleshooting in person. No further complications were reported.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.